Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had their device removed (B)(6) because it was burning bad and it had shifted across their spine. Patient stated the issue was resolved but not they can hardly move their legs, they stated they will not get anymore devices in them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported they were not notified of this event. They were not made aware until 6/27/2024. Cause was unknown; patient had device removed on (B)(6) 2024.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). He reason for call was patient reported their implant was malfunctioning and they went to their healthcare provider office yesterday and the healthcare provider told them to call a rep. Patient stated it was getting real hot and it was humming like a humming sensation but it wasn't humming it was vibrations so they turned it off. Patient noted this was the second time it happened and it made them extremely hot. Patient service asked patient if it was the recharging paddle that was getting extremely hot and patient stated it was not because they were not charging at the time and they woke up to all these vibrations and heat and they couldn't understand why they were so hot because they have been to menopause at an early age because they had a hysterectomy when they were 29 years old. Patient mentioned they felt the implanted neurostimulators shift and it moved past their spinal cord and they could feel when it moved because it burns really bad and felt like the skin was ripping. Pt's timeline made it seem that the shift happened and then the burning sensations began after the implant shifted. Patient said they explained this to the nurse at the doctor's office who said she was a representative but she was not (pt seemed confused however). Pt stated they could never get ahold of any of their representatives, this escalated the pt so agent was unable to clarify whether the message had been detailed or the names of the representative they had met with. Pt also mentioned they would start to feel burning and feeling vibrations throughout that area and their legs. The issue was not resolved. Pt was redirected to their managing hcp.